Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). B6: relevant tests/laboratory data, including dates - additional. H2: additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2020, the cgm displayed 140 mg/dl; however, the bg was 463 mg/dl. The patient¿s spouse transported the patient to the emergency department (ed) and the patient was diagnosed with diabetic ketoacidosis (dka). They were provided unspecified treatment and released later in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.